Manufacturer narrative:
The product associated with this reported event was not returned for exam. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. It was noted the product was implanted for approximately 15 yrs ago. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the femoral component at the cement/bone interface. Depuy competitor cement was used in the primary surgery. Osteolysis was also reported.